Event description:
Related manufacturer report number: 2916596-2020-06010. It was reported that the patient was admitted on (B)(6) 2020. The patient lost consciousness while changing batteries. The patient was also having controller fault alarms for days without paging anyone. Patient was intubated and unconscious upon arrival. Patient had poor neurological prognosis. Patient passed away during hospitalization. Patient was not a candidate for surgery and family opted to withdraw care.

Manufacturer narrative:
Patient death is addressed under MFR # 2916596-2020-06010. Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the log file. The system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 5 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The log file captured driveline fault alarms which were accompanied by yellow wrench advisory alarms. These alarms occurred between (B)(6) 2020 at 16:09:00 ¿ (B)(6) 2020 at 22:05:25. During these events, phase 3 was captured to be lower than phases 1 and 2. There were no other notable alarms active in the log file. Multiple good faith efforts were sent to retrieve additional information including the cause of death, if the death was considered to be device-related, if the device operated as intended, and if anything will be returned for analysis. Additional provided information stated that the serial number of heartmate ii system controller is (B)(6) /(B)(6). Due to a specific controller serial number not being identified, it is unknown which system controller was in use during the event. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications prior to being shipped to the customer on 27oct2016.. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications prior to being shipped to the customer on 06oct2016. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the serial number of the heartmate ii system controller was (B)(6) / (B)(6).